Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that, around 1 year after the dental implant was installed in intraoral region #12, its non-osseointegration was observed. The patient presented bone type iii.